Manufacturer narrative:
Limited information provided by user facility. UDI not applicable at this time for this is a class I device. Implementation of UDI has been delayed by FDA. Product has been returned. However, the staples were indicated to be placed in the scalp. The product labeling provided with this product includes the following under its instructions for use. "Contraindications when it is not possible to maintain at least 5mm distance from the stapled skin to underlying structures, the use of staplers for skin closure is contraindicated." It is possible the difficult to remove was contributed to not following the instructions for use. The information concerning this specific patient was not received until (B)(6) 2017. The user facility indicated that there have been number of patients (3-4) but only provided information at a later date on two specific patients. Another report is being sent to FDA under 2110898-2017-00144 applicable to the same site. End of report

Event description:
A (B)(6) patient (gender not specified) had staples placed on a scalp laceration. Two of the staples were removed without issue. Removal of the third staple was difficult. The nurse alleged the ends of the staple did not straighten after using the staple remover. A hospital employee alleged the staple curled during removal from the skin of patient removal was alleged to be difficult; the patient complained of pain.